Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve into a patient with pre-existing severe aortic insufficiency, the valve was deployed into the aortic position. Upon release, the valve moved ventricular to a depth of 16 + millimeter (mm). This resulted in severe paravalvular leak (pvl) due to the depth of the valve. A 26 mm non-medtronic transcatheter valve was implanted successfully. No additional adverse patient effects were reported.